Event description:
Pt receiving hydration of d5 & 0.45% nacl @ 60ml/hr via acclaim pump & daily dose of rocophin 1gm in 50 ml nacl using same pump @ 100 ml/hr - using abbott primary set #11392 & sec set # 11311. Pt accessed with peripheral line. Used empty container and transferred 1600 ml to bag. Bag should last at least 24 hrs. Bag hung @ 1100 on 2/26/1999. Bag was dry @ 0400. (Secondary ran at 1500) daily.